Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2013-05345, 05346. The pt was leads for off-label use. It was reported the pt is no longer receiving adequate coverage. It was also reported the pt is experiencing uncomfortable stimulation in the unintended area. Reprogramming was unsuccessful. The next course of action is unk at this time.